Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 70 mm in diameter abdominal aortic aneurysm. It was reported that, approximately seven months post index procedure, the patient had a persistent type ia endoleak around the proximal cuff. The physician elected to explant the stent graft system and the procedure was completed with no complications. Per the physician, the cause of the proximal type ia endoleak was due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.